Event description:
It was reported that balloon rupture occurred. Vascular access was obtained by ipsilateral approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery below the knee. After a non-bsc guidewire crossed the lesion, a 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation; however, during inflation at 5-6 atmospheres, the balloon ruptured. Dilatation was attempted using a 2.5mm x 40mm x 146cm coyote es balloon catheter; however, during inflation at 10 atmospheres, the balloon also ruptured. Dilatation was again attempted using another 2.5mm x 40mm x 146cm coyote es balloon catheter; however, when the balloon was inflated to 14 atmospheres, the balloon also ruptured. The procedure was completed with a 2.5 non-bsc balloon catheter. There were no patient complications reported.